Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During follow-up, the vibratory alert was not felt during several tests. The physician believed this to be a patient related issue. The device was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above the elective replacement indicator (eri) when received. The patient notifier was tested and functioned as programmed. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the device has not reached the eri and the cause of the reported incident could not be conclusively determined.